Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter: patient IV was not functioning. We thought it was interstitial, bruise, puffy, redness. I removed the tubing/stylus and the needle was still in place and was not retracted. Occurrences: 1 each.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" the safety mechanism did not engage properly. There was no report of patient impact. The following information was provided by the initial reporter: patient IV was not functioning. We thought it was interstitial, bruise, puffy, redness. I removed the tubing/stylus and the needle was still in place and was not retracted. Occurrences: 1 each